Event description:
It was reported that the procedure was to treat a lesion between the diagonal and circumflex arteries. A balance middleweight elite guide wire was being used in the procedure. An attempt was made to remove the guide wire; however, resistance was met with the guide wire introducer. Multiple attempts were made to remove the guide wire, but were unsuccessful; therefore, the devices were removed as a unit. A whisper guide wire and a new introducer were used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip ball was corroded away and was not present. Additionally, corrosion was noted on the guide wire center solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. There was a kink in the tip, 7 mm proximal to the distal end of the guide wire. This noted kink in the tip was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The guide wire was returned inserted in a returned introducer sheath. The guide wire was removed from the introducer sheath without resistance noted. There was no damage noted to the guide wire introducer sheath. The tip was tugged on to confirm that the core was intact. Factors that may contribute to the inability to retract the guide wire from the introducer sheath and cause resistance between the devices may include, but not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, and/or coagulation of blood or contrast. In this case, analysis could not confirm the reported resistance as the guide wire was backloaded through the returned introducer sheath without resistance noted. The outer diameter of the solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter of the guide wire proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.